Event description:
During follow-up, battery depletion was observed. The physician elected to upgrade to a dual chamber device. During explantation procedure, a lead fracture caused by a median puncture during the initial implant procedure was observed.